Event description:
It was reported that during the procedure was to treat a lesion in the mid circumflex artery with moderate tortuosity and mild calcification. A perforation occurred which required treatment with a graftmaster stent. The 3.0 x 16 mm graftmaster stent delivery system (sds) was advanced, but could not cross the lesion due to the anatomy. A new 3.0 x 16 mm graftmaster sds was used successfully. The patients final outcome is satisfactory. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the device history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.